Event description:
Caller indicated the relion micro meter was giving variable readings. Customer took bg levels first thing in the morning before eating/drinking any thing and the result were 91mg/dl which caused caller to retest, and the next result was 336mg/dl about 5-6 minutes later. Caller later went to pharmacy for advice, where the pharmacist suggested he take insulin. Caller stated that he did not take any. Customer does not have controls. Sending solution and replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.